Event description:
It was reported the uretero-reno fiberscope had an image problem, and a piece flushed out of the channel. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue during an unspecified diagnostic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b5,d8,d9, h3,h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, and though the device evaluation could not confirm adhesion or clogging of foreign material in the channel, it is possible that foreign material may not have been removed due to observed leakage from the bending section cover or distal sheath rubber, resulting in reprocessing not being conducted properly. The instruction manual states the detection method associated with the event in urf-p7 operation manual chapter 3 preparation and inspection, and preventive measures associated with the event in urf-p7 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.